Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Device remains implanted.

Event description:
A right knee revision procedure has been indicated approximately six years post-implantation due to alleged surgeon error. It was reported the femoral component was initially implanted with more than 20 degrees of internal rotation. The patient is currently unable to walk. Due to patient's bone condition, only the bearing will be revised. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products - bearing - catalogue: 183440 lot 620200; tibial tray - catalogue: 141233 lot 399900.

Event description:
A patient underwent a right knee revision procedure approximately six years post-implantation due to alleged surgeon error. It was reported the femoral component was initially implanted with more than 20 degrees of internal rotation. The patient is currently unable to walk. Due to patient's bone condition, only the patella was resurfaced and the bearing was replaced.

Manufacturer narrative:
Concomitant products: femur - catalogue: 183050 lot: 997950; tibial bearing - catalogue: 183440 lot: 620200; signature guide - catalogue: 42-422561 lot: 016132; bone cement - catalogue: 402283 lot: 853920. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to use/user error. It was reported that the tibial component was implanted with greater than 20 degrees of internal rotation. Surgical technique (B)(4) notes to the user to take extra caution to avoid internal rotation of the tibial tray due to the presence of lateral soft tissue on page 26. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device.

Event description:
It was reported that a patient underwent a right knee revision procedure approximately six years post-implantation due to alleged surgeon error. It was reported the tibial component was initially implanted with more than 20 degrees of internal rotation. The patient is currently unable to walk. Due to patient's bone condition, only the patella was resurfaced and the bearing was replaced. No additional patient consequences were reported.